Event description:
It was reported, the pt's ((B)(6)) dbs ipg was replaced due to loss of stimulation. A previous diagnostic test revealed low impedance readings. F/u on this matter found effective therapy was recaptured for the pt following the replacement procedure.

Manufacturer narrative:
Eval: results - a visual inspection of the device found the lower septum had been cored. Discoloration was also observed behind the lower septum. The device passed all mechanical and electrical testing during analysis. The cored septum allowed fluid to migrate into the header assembly, which can result in a reduction in the system impedances and affect pt therapy. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.